Manufacturer narrative:
Product complaint # (B)(4). Additional information: h6 component code: g07002 - device not returned. Additional information has been requested and received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. ¿ what is the lot number? ¿ did the reservoir function properly upon first activation? ¿ if yes, how long after the first activation happened did the issue occurred? ¿ was a new reservoir needed to correct the situation? Note: events reported on mw# 2210968-2024-02837. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent a plastic surgery procedure on an unknown date in 2024 and a drain was used. Post op, the bulb was not holding suction. Bulb was replaced a few times and was eventually able to get it to drain some. There were no adverse consequences reported. No devices available for return. Additional information has been requested.